Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting for a no delivery alarm, her blood glucose level was 464 mg/dl. Customer stated that she treated with a manual injection. Customer declined troubleshooting for the high blood glucose.